Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 8/21/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received almost cut in half (but not completely separated), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted but later explanted due to the patient experiencing difficulty with halos, glare, and starbursts. The explanted lens was replaced with a different model (zct150) and lower diopter power, 25.0 iol. No other information was provided.